Manufacturer narrative:
Initial and final MDR 1899527- MDR 3003442380-2024- 10728- device 1 of 2. Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported by the patient that two infusion set was leaking due to which hyperglycemia occurs within 3 days of use. High blood glucose level was displayed high and was treated by correction injection via mdi. No further information was available.